Manufacturer narrative:
Device evaluation and summary upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed creases on both aspects. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.2 cm within the crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material found in the device. There is no evidence indicating this related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/02/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, additional information indicated that on (B)(6) 2018, patient underwent bilateral removal and replacement as follow: left catalog number 3502501bc, lot number 7541897, serial number (B)(4). Right 3502501bc, lot number 7541897, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate profile 375cc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which patient noticed the right side deflation after implantation. The patient will go into the doctor¿s office for examination, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.